Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. A.2 should of been left blank on the initial report submitted as no patient was involved. B.5 the description should of said no patient harm was noted instead of no patient involved on the initial report that was submitted. D.3 the manufacturer name should not have contained numbers behind it on the initial report that was submitted. D.3 manufacturer fax was omitted from the initial report submitted and was added. D.9 date the device was returned was added. E.1 zip code extension was added as it was inadvertently omitted from the initial report that was submitted. H.4 device manufacture date was reported incorrectly on the initial report submitted and was updated. H.6 and h.11. Updated to reflect the device being returned.

Manufacturer narrative:
H.6 revised health effect - impact code as it was previously entered incorrectly on the initial report that was submitted.

Event description:
The complaint reported that automated impella controller (aic) was turned on and while going through its boot up stage it would not fully complete the initiation cycle and eventually gave the screen and warning of failed internal system checks, please replace console immediately. The console was removed and a second aic was initiated without incident. There was no patient involved.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.